Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced difficulty with inflating and deflating the device. The device is in a partially inflated state, and the patient was advised to follow up with their physician. There has been no surgical intervention, and there are no patient complications reported.